Event description:
The customer reported being hospitalized for low blood glucose of 21mg/dl. The customer requested assistance with checking a bolus of 1.9 units done with the bolus wizard. Assisted customer to review the bolus wizard of 259 blood glucose and 0 carbohydrates. The customer stated she is very brittle and is afraid to bolus for her dinner because she may drop again. The customer's most recent glucose reading was 314mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.